Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd cathena¿ safety IV catheter needle would not separate from hub. The following information was provided by the initial reporter: I was supervising a student placing an a 20 g IV. Before we started, I educated her on making sure to loosen the top of the catheter from the bottom to make sure they separated ok. I watched her perform this step before she began. She placed the IV and got blood return. When she attempted to separate the needle from the hub, they would not separate. Blood also flashed and pooled in the back of the IV past the front spring. I assisted her and attempted to remove it and when it finally separated, the needle came back without the safety on. Luckily I was not stuck by the needle, but it was a close call!

Manufacturer narrative:
Investigation summary: two samples were received by our quality team for evaluation. The sample was observed with the safety mechanism not activated. No dent was observed on the cannula. The tip shield was manually pushed through the cannula and was able to be activated properly, no safety activation failure was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using bd cathena¿ safety IV catheter needle would not separate from hub. The following information was provided by the initial reporter: I was supervising a student placing an a 20 g IV. Before we started, I educated her on making sure to loosen the top of the catheter from the bottom to make sure they separated ok. I watched her perform this step before she began. She placed the IV and got blood return. When she attempted to separate the needle from the hub, they would not separate. Blood also flashed and pooled in the back of the IV past the front spring. I assisted her and attempted to remove it and when it finally separated, the needle came back without the safety on. Luckily I was not stuck by the needle, but it was a close call!